Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine [30.0 mg/ml] at a dose of 16.486 mg/day, clonidine [500 mcg/ml] at a dose of 247.76 mcg/day, and dilaudid [12 mg/ml] at a dose of 6.59 mg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that the expected residual volume (erv) was 6.6 ml and the actual residual volume was 10.0 ml at the refill that day. It was indicated that the bupivacaine [30.0 mg/ml] at a dose of 16.486 was deleted and no longer in the new drug cocktail that consisted of clonidine [233 mcg/ml] at a dose of 274.93 mcg/day and dilaudid [5.4 mg/ml] at a dose of 6.3718 mg/day. It was noted that the patient was scheduled to have the pump replaced next week. It was at first stated that the pump had been malfunctioning/underdosing the patient and that was why it was being replaced, and then stated that the hcp didn¿t know why they were replacing the pump. No further complications were reported.